Manufacturer narrative:
(B)(4) date sent: 11/11/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested but unavailable: what were the indications for surgery? What color cartridge and product code was used? Was buttressing material used? Please clarify what is meant by the third staple, partial shredding. Was it the third firing of device? Was there tissue damage? Was there tissue movement noticed when device was fired? Were any staples deployed? If so, what was their form? What is meant by patient required a new surgery? Are photos or video available? What is the current patient status?

Event description:
It was reported that during a gastrectomy procedure, the clamp did not staple or cut the stomach at laying the third staple; partial shredding. Another like device was used to complete the procedure. The patient required a new surgery.

Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Batch # (B)(4). The analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.